Event description:
It was reported that the patient experienced 2 syncopal episodes and presented to the emergency room. The patient went asystolic when the nurse attempted to establish telemetry. Pacing spikes were seen in the surface EKG in the absence of telemetry. Interrogation from (B)(6) 2012 was 2.75v, 19ua, 1.5kohm with 2 years estimated longevity. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.